Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00228.

Event description:
Initially, a closure top and pedicle screw were returned without event details. Preliminary visual evaluation by zimmer biomet personnel found the closure top to have stripped threads and the pedicle screw's tulip head to be separated from the screw shank. Follow up was performed with the sender, who reported that the closure top was unable to be final tightened and kept rotating in the tulip of the pedicle screw during surgery. The threads on the closure top and pedicle screw both stripped. They were removed and replaced with alternative devices. Information regarding patient impact has been requested but not provided. This is report two of two for this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads were found damaged and broken off of the device. The cause is likely attributed to a misalignment between the sleeve and pedicle screw, which causes the closure top to cross-thread when it threads from the sleeve into the tulip. There were no manufacturing issues identified which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
Initially, a closure top and pedicle screw were returned without event details. Preliminary visual evaluation by zimmer biomet personnel found the closure top to have stripped threads and the pedicle screw's tulip head to be separated from the screw shank. Follow up was performed with the sender, who reported that the closure top was unable to be final tightened and kept rotating in the tulip of the pedicle screw during surgery. The threads on the closure top and pedicle screw both stripped. They were removed and replaced with alternative devices. There were no reports of patient injury associated with this event. This is report two of two for this event.